Manufacturer narrative:
Conmed electrosurgery received the suspect device. This device was forwarded to conmed corporation for a full investigation/evaluation. Conmed electrosurgery anticipates an investigation/evaluation report from conmed corporation.

Event description:
The needle electrode sparked where the grey plastic joins the blue plastic. This then caused a burn to the patient. Hospital has stated this does not represent a health hazard. The needle caused a burn to the patient's tongue. The procedure was paused to examine the injury. This procedure was performed by the registrar dr. The consultant is dr. No post operative treatment was necessary. Normal pain management was given and hospital stay was not needed.